Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filter was found to be leaking between filter and tubing while connected to the syringe that was connected to the patient's PICC line. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking between the filter and tubing was not confirmed but a leak was noted between the suspect set and the concomitant extension set. Functional and pressure testing was performed; a slight fluid leak was observed at the engagement between the sets. However, no leak was observed at the reported area between the filter and tubing components. Further inspection of the engagement showed no obvious damages on either set's luer components. The root cause of the leak was the engagement between both sets' luer components not being securely connected to each other.